Event description:
It was reported by the customer that a pyxis medstation es system was offline. The customer stated that the device was on critical override and remote support service was also offline. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to connection issue of ethernet cable. A field service engineer dialed into the station and reseated the ethernet cable into a different ethernet port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.